Event description:
During product evaluation, failure code 570:320:844 was found in the pumps event history. There was no pt injury or medical intervention necessary according to the hospital representative.